Manufacturer narrative:
(B)(4)

Event description:
It was reported that the implant took four hours and the leads were difficult to place. The patient felt stimulation on the operating table, but not post-operatively. A revision was scheduled for (B)(6), 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4). The initial MDR was filed as MFR report # 3007566237-2013-01311. Additional review indicated the correct manufacturing site was site # (B)(4).

Event description:
It was later reported that the patient was reprogrammed three times with no success, and was always feeling stimulation in the ribs or too far lateral. A revision was scheduled with a neurosurgeon for (B)(6) 2013. During the revision the 2x8 compact percutaneous leads were removed from the patient's epidural space (tips were at mid t7) as they were not covering the pain area. The ins pocket was opened and the leads were removed from the ins. The hcp then performed a laminectomy at t9-10, placing a 39565-65 paddle lead at the top of t8. When tested, paresthesia was not in the perineal area and low back where the pain was located. The hcp subsequently performed a second laminectomy at t10-11, implanting the tip of the paddle bottom at t9, and paresthesia was felt in the appropriate areas. Following the procedure the patient had paresthesia in the perineal area and was able to urinate without pain. It was noted that the patient had voiced satisfaction with the result so far. It was unknown if paresthesia for the lower back was in the appropriate area as the patient has had a lot of pain in the laminectomy areas and had been unable to walk long enough distances to initiate his normal low back pain response to activity. It was noted that the patient had a follow-up appointment scheduled for (B)(6) 2013.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), product type lead product ID 3778-60, serial# (B)(4), product type lead. (B)(4).

Event description:
Additional information received reported that the patient was met on (B)(6) 2013 for reprogramming. The patient stated that his groin and perianal pain was much decreased, but he needed an adjustment for back pain. The patient was given three groups, and after re-programming he was able to walk straighter and stand for a greater period of time without the return of debilitating pain. The patient planned to try the groups out for the next several weeks and take notes on any "tweaking" that needed to be done. It was noted that the patient would be seen at a six week post-operative follow-up to initiate adaptive stimulation.

Manufacturer narrative:
(B)(4).